Manufacturer narrative:
The instructions for use state: the gore® acuseal vascular graft can be cannulated early (within 24 hours after implantation). Patients should be carefully monitored when using gore® acuseal vascular grafts for vascular access. Puncture sites must be adequately separated when repeated needle punctures of the graft are necessary. Multiple punctures in the same area may lead to disruption of the graft material or formation of a perigraft hematoma or pseudoaneurysm. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2021, an gore® acuseal vascular graft was implanted for dialysis access. On (B)(6) 2022, the acuseal vascular graft had occluded and an angioplasty was performed. After a sheath was advanced across the acuseal vascular graft and the angioplasty was performed, a delamination was observed on ultrasound and the decision was made to explant the device. The patient tolerated the procedure.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The device was discarded at the facility. Consequently, a direct product analysis was not possible. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.